Event description:
Customer's husband called to the report that customer had passed away due to a diabetic coma. Customer had very low blood glucose levels throughout the night and passed away in the morning. Customer was wearing her insulin pump at time of death. Customer had been hospitalized several times within the few months prior to her death due to problems with her kidneys and diabetes.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as not product has been returned. No conclusion can be drawn at this time. /